Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the patient was in the hospital. No further information was provided. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported based on the allegation that the patient was hospitalized and the pump could not be ruled out as a contributor.

Manufacturer narrative:
Follow up #1 submitted 8/8/16: a review of the complaint record indicated this complaint was received by animas on 7/8/16, not 7/11/16 as previously reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted 12/6/2016 : the device was returned to animas and evaluated by product analysis on 10/24/2016 with the following results: no defect was found: the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy testing with no delivery defects found. Pump found to be delivering within required range and delivering accurately. No delivery interruptions or alarms occurred during testing. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.